Manufacturer narrative:
This report is for an unknown insertion instruments: trocar: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, using the 125 degree aiming arm, the doctor was unable to slide the triple trocar sleeve through the aiming arm down to the nail. They tried the 130 degree aiming arm and the triple trocar sleeve was able to slide through down to the nail successfully. It was then suggested to use a 130 degree nail instead of the preferred 125 degree nail. The procedure successfully completed with a 10 minute surgical delay. No patient consequences. Concomitant device reported: unk - tfna nail (part # unknown, lot # unknown, quantity: 1). This report is for 1 unk - insertion instruments: trocar: trauma. This is report 2 of 3 for (B)(4).